Event description:
Ae assessor reported the patient stated 3 v-go devices fell off prematurely.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive foam pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be accurately inspected.